Manufacturer narrative:
H10: the biomedical engineer (bme) confirmed replacement of the power supply resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator was not charging the battery. The device was not in clinical use. There was no report of harm. There was report of no patient, nor user impact. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme verified 120 alternating current (ac) volts to the power supply and 0 direct current (dc) volts from power supply to the power management (pm) printed circuit board assembly (pcba). The rse recommended the customer replace the power supply and provided the part details for the customer order.